Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown non product experience. No further information has been obtained despite good faith efforts. No additional adverse patient effects were reported.